Event description:
It was reported that a patient presented in-clinic. Upon examination, the patient's implantable cardioverter defibrillator was found to have high capture thresholds and missing left ventricular electrocardiograms (egms). Capture was observed in the right ventricle and left ventricle. No intervention was performed. The patient was stable throughout.